Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Analysis of returned product revealed that the device has the irrigation tubing partially detached, confirming the reported complaint.

Event description:
The intellanav stablepoint was selected for use during the procedure. It was reported during preparation air was present in the irrigation port and tubing connection of the catheter. They attempted to remove it through flushing but was unsuccessful. Therefore, the catheter and tubing set was replaced. The procedure was completed successfully without patient complications. The device is expected to be returned for analysis.